Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) level (400 mg/dl) for the past week. Customer stated the cause of the elevated bg level is adjusting tandem pump as the customer has just switched from a different insulin pump. A bolus was delivered to address bg level. The customer declined troubleshooting with tandem technical support and stated they would contact their healthcare provider to discuss elevated bg levels.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.